Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. The external inspection found no abnormalities. The reported condition was confirmed. The investigation identified the cause of the reported event to be the receptacle. The receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's monopolar 1 receptacle fires even when nothing was plugged in. A test patient ground was attached to the unit and pressed the foot switch with no device plugged into monopolar 1. Issue was discovered before intended use. There was no patient involvement.